Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found to be in safety mode and the physician and patient believed that this crt-d delivered an electric shock. Oversensing and pacing inhibition on the right ventricular (rv) lead was observed. It was determined that the patient experienced anxiety and syncope. Subsequently, a revision procedure was performed and the crt-d was explanted, while the rv lead was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found to be in safety mode and the physician and patient believed that this crt-d delivered an electric shock. Oversensing and pacing inhibition on the right ventricular (rv) lead was observed. It was determined that the patient experienced anxiety and syncope. Subsequently, a revision procedure was performed and the crt-d was explanted, while the rv lead was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.